Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra op, during parotid tumor procedure, the electrode was providing response, i.e. Waveform was displayed despite there was no stimulation after setting up the device. There were also other electrical instruments in the operation theatre. Sound was heard when the electrode was providing response. The electrode has come in contact with the patient who has infectious disease. The procedure was completed with back up products. There was no patient injury.